Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material me2020 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing became disconnected from blue microclave and end of tubing was broken off.